Event description:
The customer states that a letter ws received from a patient questioning their fluctuating low axsym bhcg levels for five months following a diagnosis of early miscarriage. The patient states that low level axsym bhcg results from their physician's office and from negative results generated at another facility using dpc immulite hcg method (serum and urine). The patient states that based on the axsym bhcg results, they were misdiagnosed first with ectopic pregnancy (for which they were treated with two injections of methotrexate) then with having had an incomplete miscarriage (for which a d&c was performed) with the possibility of having a molar pregnancy or possible gestational trophoblastic disease.